Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she "pricked her hand with the inserter needle that was sticking out of the sensor after application" with the use of the adc freestyle libre sensor. Customer further reported experiencing bruising and had contact with a healthcare professional who administered a tetanus shot for treatment. No further treatment was rendered. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that she "pricked her hand with the inserter needle that was sticking out of the sensor after application" with the use of the adc freestyle libre sensor. Customer further reported experiencing bruising and had contact with a healthcare professional who administered a tetanus shot for treatment. No further treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.